Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a stroke and visual disturbances. During a pulsed field ablation (pfa) procedure a farawave was selected for use. During basket application, the physician noticed some bubbles move when ablating in the left inferior pulmonary vein (lipv). The device was rotated and ablated again; nothing was observed this time. The procedure was completed. Then, during the next case, the physician was informed that the patient was complaining about eye pain and blurry vision. The patient was taken for a magnetic resonance imaging and found an ocular stroke. The patient is currently doing fine but with some blurriness in one eye.